Event description:
It was reported that the pt experienced an effusion around the pump pocket. The rptr indicated that postural stress caused the wound to open, resulting in fluid leakage from the wound. The pump contained gabalon; dose titration was on-going since implant. The wound was partially resected and resutured in 2007. The pt was prophylactically prescribed cefzol 3c three times a day. After the sutures were removed on the next day, fluid once again leaked from the wound. The wound was resutured and debrided. The pt was again prophylactically prescribed cefzol 3 c three times a day. On the following month, the sutures were removed. The wound was healing with no signs of infection. The pt recovered.